Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.